Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 14014506/13946166.

Event description:
It was reported that the patients ipg was painful specifically if bumped into a hard chair. The patient underwent an explant procedure. No device malfunction suspected. The explanted ipg and linear leads were not returned.